Event description:
It was reported that the insulin pump has a blank display. Customer's blood glucose reading was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to broken component on the interface board and bleeding lcd glass noted. The insulin pump has cracked reservoir tube lip and minor scratches on display window noted during our visual inspection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.